Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
The cxi catheter was being used inside glide catheter to cross tight sfa lesion when it broke in half, probably at the level of the iliac bifurcation. All was successfully removed from the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device record history, instructions for use (IFU), documentation, quality control and a visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction.¿ the visual examination reported there were no visible signs of elongation or discoloration, there was one kink noted in the distal section of the device. The proximal end measured 3.57 cm and the distal end measured 115.7 cm. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted that there are no other complaints of any nature associated with this lot. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
The cxi catheter was being used inside the glide catheter to cross tight sfa lesion, when it broke in half; probably at the level of the iliac bifurcation. All was successfully removed from the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.